Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) that they lifted a sewing machine and following that they started having problems and coverage changed. Relevant medical history includes cervical radiculopathy. An x-ray and impedance checked were performed on (B)(6). Impedances were out of range on electrodes 8, 11, 12, and 14. The x-ray revealed that the lead was fractured. The lead was removed but the top electrode/lead tip was left in the epidural space. The issue was resolved at the time of the report.